Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose between 400 and 500 mg/dl with no related symptoms of hyperglycemia. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there was a communication issue between the meter and the pump and that they were unable to deliver boluses from the meter. It was uncertain if the patient had paired the meter with the pump. This complaint is being reported because the patient experienced a hyperglycemia event and use error was a contributing factor.